Manufacturer narrative:
(B)(4). Abbott vascular (av) analyzed the returned device and confirmed the reported leak in the hub. A review of the complaint handling database found no other similar incidents from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause determined the most probable root cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a mildly calcified, de novo lesion in the non-tortuous right superficial femoral artery (sfa). A 5.0mm x 150mm x 135cm armada 35 balloon dilatation catheter (bdc) was prepped without issue and advanced to the lesion without resistance. When attempting to inflate the balloon, the device would not hold pressure and leaking of contrast was noted to be coming from the strain relief area of the shaft that connects to the proximal hub. The partially inflated balloon was able to be deflated without difficulty and was withdrawn without resistance. There were no adverse patient effects and no occurrence of a clinically significant delay. A larger unspecified 6.0mm armada bdc was used to successfully complete dilatation. No additional information was provided.